Event description:
Caller reported that a cartridge was damaged, occurring three times in a single day. There was no adverse impact to the customer's blood glucose level. Caller successfully changed the cartridge and resumed insulin therapy, and the damaged cartridge was not returned.